Event description:
The customer states, she has been obtaining results in the 500s for months and reported symptoms of dizziness, nausea, disorientation, delirium, confusion - which are consistent with low blood glucose symptoms. Patient alleges, she was taken by ambulance to the hosp and given glucose and an IV, solution unknown. She states she was admitted for three days due to the blood glucose readings and for seizures and that her blood glucose readings were in the 500s at hosp. The customer was put on insulin while at hosp and this treatment continued after she was released. Technical support requested the return of the suspect product and replacement product was shipped. This was the advantage system: meter, comfort curve strip lot 549250, expiration date 11/30/2007.

Manufacturer narrative:
The suspect product is the comfort curve strip.